Event description:
Reporter stated a diabetes educator used the infusion device system in mid-2013 and found the bolus advice to be inaccurate. She reported the bolus advice did not recommend a correction bolus when her blood glucose was "well above" her target range. Reporter also stated that a different, unidentified patient experienced a hypoglycemic event during an unspecified visit to their physician. No further details of this event were provided. No further information was provided in relation to these complaints. The suspect product was not specifically identified nor is it available to return for evaluation.

Manufacturer narrative:
The serial number of the blood glucose monitor was not provided. It was unknown if the initial reporter sent report to the FDA. Device will not be returned.